Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure around the right coronary artery (rca), the balance middleweight universal (bmwu) guide wire (gw) was advanced, but entered a side branch vessel. The gw was removed without resistance from the anatomy. After removal, it was noted the tip had separated and remained in the vessel. As the patient was asymptomatic, the tip fragment was left in the vessel. A different bmwu gw was used successfully to complete the procedure without issue. The patient was reported as doing well and was discharged. No additional information was provided.